Event description:
This ra lead was implanted on (B)(6) 2010, and remains implanted as of this time. A call was placed to technical services on 06/19/2018 , stating that this lead had some noise. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).